Event description:
The handle broke on the cup impactor.

Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, previous investigations found seven pinnacle straight impactors (p/n 221750041) were evaluated by metallurgy. The samples fractured through the pinnacle impactor end cap (p/n 221750018). The previous impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. No evidence of manufacturing or material defects was observed that could contribute to the failure of the components. Based on the performed investigation, corrective action is not needed at this time. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.